Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for the reported lot number, 0203073754, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 13-jun-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Fill volume: unknown; flow rate: unknown; procedure: unknown; cathplace: unknown. Avanos medical, inc. Received a single report that referenced two different incidences, which were associated with separate units, involving two different events. This is the second of two reports. Refer to 2026095-2019-00118 for the first event. It was reported the device ran too fast. The device finished ten hours earlier than expected. There was no reported patient injury.

Manufacturer narrative:
The device was evaluated. A fast flow was not identified with the pump. The root cause could not be identified. All information reasonably known as of 19-sep-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. All information reasonably known as of 26-jul-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).